Event description:
The customer reported that his blood glucose level dropped to 27 mg/dl. He used his emergency glucagon kit and called emergency medical services for assistance.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.